Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that on (B)(6) 2009, a patient needed to have her tubing changed due to a hole that was noticed in the silicone, at the base of the adapter. The patient required prophylactic antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion, the results will be forwarded.